Manufacturer narrative:
Investigation summary: bd received a used insyte autoguard IV catheter unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a damaged grip but no other defects. Next, the unit was subjected to a function retraction test. The needle was reset to the out position and the activation button was secured. The activation button was depressed and the needle began to retract but stopped at the point where the hub met the damaged grip preventing further retraction. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined as the observed damage could have occurred during manufacturing or after. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this issue.

Event description:
It was reported that the needle would not retract back into the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have another 20ga where the needle will not retract 20g winged iag bc."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle would not retract back into the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have another 20ga where the needle will not retract 20g winged iag bc."